Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended to be implanted in the left hypogastric artery in order to treat an internal aneurysm. The access site for this procedure was left brachial artery. Towards the end of the procedure, it was not possible to remove the delivery catheter after the vbx device implantation. The delivery catheter and balloon got stuck in the 8fr check-flo cook sheath. (Cook check flo/cook kcfw-8.0.-35-110-rb-hfanl1-hc). The delivery catheter was also stuck on the guide wire. The balloon was completely deflated before. The catheter and the sheath were removed together, but the catheter broke within the sheath, because of the pull back force that was needed. It was reported there was some difficulty delivering the device to the target vessel, even after a lot of flushing at the beginning. There was no patient harm due to the inability to remove the delivery catheter after device deployment. The delivery catheter was discarded upon removal.

Manufacturer narrative:
H6 code b14: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3, h6 code b17, b18, c24, d15: the reported complaints of vbx device advancement difficulty, withdrawal difficulty, and catheter breakage could not be independently confirmed because there were no items returned for evaluation. The cause for the reported complaints could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per instructions for use (IFU) for the gore® viabahn® vbx balloon expandable endoprosthesis the following is mentioned for the deployment: "while maintaining negative pressure in the balloon and the guidewire position across the treated lesion, carefully remove the delivery catheter from the body through the sheath or guide catheter. Moderate resistance may be felt when the balloon is withdrawn through the introducer sheath. Note: if, during catheter removal, the balloon catches on the leading edge of the introducer sheath, a slight ¿back and forth¿ motion of the catheter may aid in release. If needed, the delivery catheter and the introducer sheath may be removed together as a unit. Excessive or abrupt force during catheter removal may damage the delivery catheter or introducer sheath."

Event description:
The following was reported to gore: a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended to be implanted in the left hypogastric artery in order to treat an internal aneurysm. The access site for this procedure was left brachial artery. Towards the end of the procedure, it was not possible to remove the delivery catheter after the vbx device implantation. The delivery catheter and balloon got stuck in the 8fr check-flo cook sheath. (Cook check flo/cook kcfw-8.0.-35-110-rb-hfanl1-hc). The delivery catheter was also stuck on the guide wire (unknown manufacturer). The balloon was completely deflated before. The catheter and the sheath were removed together, but the catheter broke within the sheath, because of the pull back force that was needed. It was reported there was some difficulty delivering the device to the target vessel, even after a lot of flushing at the beginning. There was no patient harm due to the inability to remove the delivery catheter after device deployment. The delivery catheter was discarded upon removal.